Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. The surgeon was using (B)(4) were used to register the patient for both registration types. All registrations passed, however, when checking accuracy the surgeon was unsure. Multiple registration (B)(4) patterns were selected for each registration; the last registration the surgeon deemed being 3mm off. The surgeon opted to continue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Follow-up report from the site stated there was a mark on the patient head that indicated the mayfield clamp had moved. A medtronic representative performed a system-check with the resin head demo and the system functioned as it should. Additional procedures were performed with a different surgeon using the same navigation system and the system functioned as it should. No further issues reported.